Manufacturer narrative:
Pending investigation.

Event description:
In removing the adapter tray, using the ratchet handle to remove the torque screws found that the threads were stripped. Event occurred during surgical use. The event was associated with the revision of exactech implants. The patient was revised to exactech devices. The event was not related to the breakage of a device. The event is not related to a surgical delay/prolongation. Patient was last known to be in stable condition following the event.